Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reported information and results of the complaint investigation there is no indication the reported leak is related to a potential product quality issue. The investigation was unable to determine a conclusive cause for the reported leak; however, the reported medication required appears to be related to circumstances of the procedure. Possible factors that could contribute to a leak include, but are not limited to, manufacturing, damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. A conclusive cause for the reported patient effects of air embolism, angina, ischemia and EKG/ECG changes and the relationship to the device, if any, cannot be determined. The reported patient effects of air embolism and angina are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as known patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D4: a partial UDI was provided as the lot number is not known. H6: health effect clinical code 1994 removed.

Event description:
Subsequent to the report being filed, it was reported that right coronary artery was being treated. During preparation of the 4.5x12mm nc trek balloon dilatation catheter (bdc) it was noted that pulling negative took longer than expected. Additionally, the previously reported pain was clarified to be chest pain. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the nc trek balloon dilatation catheter (bdc) was attempted to be used in a procedure for post dilatation; however, the balloon failed to inflate and air was noted to have entered the coronary system. The patient experienced pain and ECG worsened with slow flow down the coronary; therefore, the patient was treated with medication. Post procedure, the balloon was tested and a leak of contrast was confirmed near the balloon of the nc trek dilatation catheter. There was no adverse patient sequela. No additional information was provided.